Event description:
A malfunction identified as code 16 was reported, and the pump could not be reset. There was no reported impact to the customer¿s blood glucose level. The customer arranged to use an alternative therapy, specifically multiple daily injections (mdi), and technical support arranged for a pump replacement. The customer was advised on how to put the pump into storage mode and instructed to return the defective pump within 10 days using a prepaid label, which they acknowledged.